Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebn1244 showed no other similar product complaint(s) from this lot number. Device not returned yet.

Event description:
It was reported that during a hemodialysis session on (B)(6) 2018, the device was unable to suck blood from the patient and the dialyzer pressure control alarm was triggered. The doctor then noted that the tunneled dialysis catheter had come out of the patient's internal jugular vein, yet it was still in the subcutaneous route. The hemodialysis session was interrupted, the blood present in the extracorporeal circuit could not be recovered. The catheter was removed from the patient and a compression point had to be made. A new vascular approach had to be taken. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter dislodged from the patient and potentially associated inability to suck blood was inconclusive due to the nature of the complaint and the condition of the complaint sample. One 23cm hemosplit catheter was returned for investigation. Evidence of use was observed on the catheter. Residue was observed on the bifurcation and extension legs. A suture was tied through one of the holes in the molded bifurcation. A red and orange colored residue was observed throughout the cuff fibers. A microscopic examination revealed that a biological residue was found around both the cuff and the catheter tubing adjacent to the cuff. A tactual investigation revealed that the cuff was affixed to the catheter and no damage or defects were observed on the cuff. The IFU states, ¿position the white retention cuff approximately midway between the skin exit site and the venous entry site, 3 cm minimum, from the venous entry site.¿ the IFU cautions, ¿for optimal product performance, do not insert any portion of the cuff into the vein.¿ the IFU also states, ¿for additional security, suture the entire entry site, or use a statlock® catheter stabilization device to anchor the catheter.¿ no further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebn1244 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during a hemodialysis session on (B)(6) 2018, the device was unable to suck blood from the patient and the dialyzer pressure control alarm was triggered. The doctor then noted that the tunneled dialysis catheter had come out of the patient's internal jugular vein, yet it was still in the subcutaneous route. The hemodialysis session was interrupted, the blood present in the extracorporeal circuit could not be recovered. The catheter was removed from the patient and a compression point had to be made. A new vascular approach had to be taken. No patient injury reported.